Event description:
Blood gas syringes labeled incorrectly from the mant. Some lots were found to be labeled as "luer slip." Correct product desc is "luer lock." The product was labeled with the correct mant., item ref and the correct syringes were in the package. Only issue was the description. Carefusion is the mant. Mant., item ref numbers are 601lrh and 603lrh, lot#s: 0001192190, 0001190638, 0001187603, 0001160557, 0001157948, 0001157941.